Event description:
It was reported by the deput mitek affiliate that the ceramic portion of a depuy mitek vapr se eletrode broke off into the patient. All the pieces were retrieved from the patient and there were no patient consequences.